Event description:
Vns patient underwent revision surgery due to protrusion of the lead wire. It was reported that the strain relief portion of the lead wire was "sticking out on top of the scm muscle", so surgeon "just opened the patient and tucked it back in". The patient had no problems with the surgery. It is likely that the protrusion issue was a result of improper placement of the lead wire at the time of initial implant surgery. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.